Manufacturer narrative:
On 15-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device. The device was a 275cc mentor textured saline breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 13, 2020. Device evaluation summary: during visual evaluation of the device an area of siltex cracking was observed on the anterior aspect. Additionally, a tear was observed within the siltex craking, measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor textured saline breast implant and experienced postoperative right-sided deflation. The patient had a consultation on (B)(6)2020, and the diagnosis was confirmed via a physical exam performed by her physician. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2020.